Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was going to be on an impella 5.0 for mechanical circulatory support. It was reported that implantation was aborted because the device could not pass though the patient vasculature. The device was successfully inserted, however upon removal of wire it was notice that the impella was starting to pull back across the aortic valve. The impella brought back and out of the graft and the graft was cut down further to help with insertion. The second attempt was very similar with insertion of impella into anastomosis was very tight. Once successfully in the left ventricle, the impella catheter once again was pulled back across the aortic valve. At this time impella support was aborted and patient was placed on central extra-corporeal membrane oxygenation for support. No further information is available.